Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool smarttouch sf catheter. It was reported that during a case (with pfa and rf), a pericardial effusion was noticed. The pfa (faripulse) was used before the effusion was notice; however, there was no recorded change in blood pressure during pfa. The doctor did hear a steam pop after he administered ef ablation with the ngen generator, and about 10-15 minutes later the patient's blood pressure dropped and a pericardial effusion was diagnosed with intracardiac echo. Pericardiocentesis was performed with 215 ml extracted from the patient and a drain was placed. The patient was reported to be stable. The product was returned to johnson & johnson medtech (j&j) for evaluation 13-jan-2025. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event and steam pop remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. D4. Primary UDI number, d4. Expiration date and h4. Device manufacture date have been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool smarttouch sf catheter and the patient experienced a pericardial effusion that required a pericardiocentesis and drain placement. It was reported that during a case (with pfa and rf), a pericardial effusion was noticed. The pfa (faripulse) was used before the effusion was notice; however, there was no recorded change in blood pressure during pfa. The doctor did hear a steam pop after he administered ef ablation with the ngen generator, and about 10-15 minutes later the patient's blood pressure dropped and a pericardial effusion was diagnosed with intracardiac echo. Pericardiocentesis was performed with 215 ml extracted from the patient and a drain was placed. The patient was reported to be stable. It was also reported that the top grounding port on the ngen generator was showing a bad contact error with the grounding pad (no error code). The contact with the grounding pad was good. The bottom grounding port was used and the issue resolved. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The bad contact error issue was assessed as non MDR reportable. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The adverse event was assessed as a MDR reportable serious injury.